Event description:
Note: the date of event is unk. This report pertains to the first of two malfunctions occurring in the same procedure. It was reported to boston scientific corporation on august 15, 2007, that a resolution clipping device was used during a endoscopic retrograde cholangiopancreatography procedure (pt age, gender, and wight unk). According to the complainant "the clip was being used to hold back the ampulla during an attempted canulation." Reportedly, the resolution clip device grasped the tissue; however, after deployment the clip would not release from the catheter. The clip was pulled from the tissue with minimal or no additional trauma to the duct. The pt did not sustain any complications or ill effects due to this issue.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval. A device analysis will not be performed; therefore, the relationship between this device and the reported event is unk. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. The shipment history identified three lots associated with the resolution clipping device as the most recent lots shipped to the customer prior to the receipt of the complaint. The device history record for each of these lots was reviewed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for lots 0ml7062805 and 0ml7060709. Two add'l complaints were reported for lot 0ml7060708, both of which were for deployment failures. The july 2007 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated med watch# 6000048-2007-00281.